Event description:
A (B)(6) male pt called zoll customer support to report that one of his batteries was not charging. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't charge) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a low voltage of one of the battery cells. The root cause for the excessively discharged battery cell could not be positively identified. No adverse event resulted form the defective battery pack. The pt received a replacement battery pack.